Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips authorized service provider (asp) went onsite to further evaluate the unit. The asp confirmed the customer's alleged malfunction. A speaker assembly was requested to resolve the issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the speaker was malfunctioning. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips authorized service personnel (asp) which included going onsite to evaluate the unit. The asp confirmed the customer's alleged malfunction, and a speaker assembly was ordered to resolve the issue. It was confirmed the unit did not produce sound at the time of the event. Based on the information available in the case, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.